Event description:
Procedure: lap anterior colon resection/diverticulitis. Patient: female. According to the reporter: the surgeon had no intra operative problems. The patient was re-operated, a new anastomosis was performed, and temporary ileostomy was set. Patient status: recovering, expected to be discharged soon.

Manufacturer narrative:
Initial report sent: 01/30/2008.